Event description:
It was reported in a literature article that the patient died within 30 days of cardiomems implant. Additional information is unable to be requested.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. No device analysis results are available and no further information was able to be obtained.